Event description:
The customer reported her blood glucose reached over 300 mg/dl less than 24 hours after the pod was activated. The adhesive pad was wet and upon inspection, she noticed the cannula was not inserted into her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.